Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced common compute controller (ccc) board to solve reported issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The ccc was analyzed and the reported issue was confirmed and replicated. The issue is not associated with an error code, so it could not be confirmed via lighthouse. The ccc was visually inspected, where no issues were found. The unit was then taken to a programming station, where it was confirmed bricked through vmware. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the console was not communicating with the rest of the system. Site tried power cycling system but issue persisted. Technical support engineer (tse) had customer hard cycle console and tower but issue remained. Tse then had customer move blue fibers on the back of the tower and still console would not communicate. Tse then had customer swap console and robot blue fibers and console remained disconnected from rest of the system. Staff also tried the secondary console port with no change. Site stated that the hospital did a backup generator test over the weekend and this is the first time they've powered up the system since then. Site does not have another da vinci at the ready. There was no reported injury.